Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login to pyxis the customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the pyxis. A technical support specialist (tss) checked on the server and confirmed that the user account was currently active on the es server. Later customer mentioned that the pyxis user account details were linked to qh novell; therefore, password credentials were managed separately from the pyxis enterprise server. The customer will contact the specified account user and manager to clarify requirements and troubleshoot locally.